Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 58.43mcg/day, an unknown concentration of bupivacaine at 2.783mg/day, and an unknown concentration of dilaudid at 0.1113mg/day via an implantable infusion pump for spinal pain. The patient developed a severe headache on (B)(6) 2019 after a catheter replacement on (B)(6) 2019. On (B)(6) 2019 they had exploratory surgery and it was found that they had a cerebrospinal fluid leak where the catheter enters the spine. It was reported that they "restitched it," and the headache resolved. The patient was receiving good therapy after that. The patient reported that the patient programmer ptm was not giving them the right amount of boluses. The ptm was programmed for only one bolus per day so the ptm was acting as expected. The patient would meet with their doctor to discuss programming on (B)(6) 2019. No further complications were reported.